Event description:
It was reported that during a surgical procedure, the surgical team noticed that a cable was broke/frayed at end of a prograsp forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a frayed pitch cable. Conductor wires were intact and undamaged, but a drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.